Event description:
It was reported that the physician's handheld computer had repeated frozen screen issues while the screen was on ´user preferences\database utilities´. A company representative witnessed this happening. A hard reset was performed, as was done in earlier occasions when the screen froze. After this, the handheld seemed to work again. However, a replacement was sent as the issue was ongoing. The product was returned to the manufacturer, but analysis is pending.